Manufacturer narrative:
The two high speed burs have not been returned. A product analysis has not been performed.

Event description:
It was reported that intraoperative there were two high speed burs that did not work properly. One high speed bur was choppy and the surgeon would not use it. The second high speed bur broke at the shaft. There were no fragments and no patient injury.

Manufacturer narrative:
Device return date: september 26, 2016. The product analysis indicates that one un-sealed sample of part number 1885061hs from lot number h9250203 was received. A microscope (zeiss stemi 2000c between 0, 65 to 5, 0 magnification settings) and calipers were used for the evaluation. When compared to the assembly drawing, the inner shaft was broke 0.73¿ from the distal face of the inner hub, which would have resulted in the reported malfunction. The break point corresponds to the proximal end of the outer tube in the front hub. When viewed under magnification, there was a crack in the front hub and striations around the outside diameter of the break point indicating metal on metal contact. There was gouging around the outside diameter of the inner assembly just proximal to the tip. The information indicates excess pressure was applied during use, which caused the crack in the hub; which then caused the inner shaft and outer tube to rub together until the inner shaft broke. There was no indication of device fragments and the breakage would have been contained by the outer tube and the handpiece. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.